Manufacturer narrative:
The device was returned for evaluation and the additional evaluation findings were as follows: due to clogging of the nozzle, the air and water supply volume did not meet standard value and water removal ability did not meet standard value, the adhesive on the bending section cover had a chip, crack and white clouded area, the plastic distal end cover had a scratch and dent, the objective lens had discoloration and a scratch, the plug unit was deformed, the universal cord had a wrinkle and scratch, the paint on the suction cylinder and air/water cylinder was peeled, and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the nozzle had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material at the distal end of the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.